Event description:
The customer reports: the item snapped and broke off inside of the patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury/consequence reported. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 5 fr ptd catheter assembly and ptd rotator for evaluation. The ptd catheter basket was returned separated from the catheter body. Visual examination of the separated basket revealed that the catheter cable wire broke adjacent to the proximal connector assembly. No defects or anomalies were observed with the basket assembly, the catheter sheath or the catheter hub assembly. Microscopic examination revealed that both broken ends of the catheter cable wires were unraveled and stretched indicating it was stuck or pulled before the break. The black pebax tip remained secured to the basket. The overall length of the separated catheter measured 683mm and the overall length of the separated basket measured 52 mm. The combined length of 28.9" which is within the specification of 28.75-29.25" per ptd catheter product drawing. The portion of the catheter body visible protruding out of the distal end of the sheath measured 1.4 cm which is within the specification of 1.4-2.0 cm per ptd catheter product drawing. Based on these dimensional values, the ptd catheter broke directly adjacent to the basket connector and no pieces are missing. The catheter body was able to be retracted and advanced in and out of the sheath with minimal resistance. The catheter body spun as expected when placed into the returned rotator. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered". The reported complaint of ptd basket separated during use was confirmed through visual examination of the returned sample. The catheter was separated just before the connection to the basket assembly and the cables were unraveled and stretched indicating it was stuck or pulled before the break. A device history record review based on sales history was completed and did not reveal any manufacturing related issues. Based on the time of discovery and the condition of the catheter cable wires at the break, unintentional user error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: the item snapped and broke off inside of the patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury/consequence reported. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4) lot# unknown. Potential lot# 13f18l0774. Additional information requested regarding patient condition and outcome. No additional information received at the time of this report.

Event description:
The customer reports: the item snapped and broke off inside of the patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury/consequence reported. Therapy was not delayed/interrupted.